Manufacturer narrative:
E1 - initial reporter address 1:(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified artery below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured at the middle. The device was removed, and the procedure was completed with another of same device. There were no patient injuries reported and the patient was in good condition post-procedure.